Event description:
It was reported that a patient presented in-clinic with over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were discussed. No adverse patient consequences were reported.